Event description:
Physician additionally reported left side "a fulminant seroma with signs of infection". Device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d1, d2a, d2b, d3, d4, d6b, g4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture, device remains implanted. This relates to the left side